Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. Insufficient information provided to perform a compatibility check. A complaint history review cannot be performed without product identification. Medical records were not provided. The investigation cannot be confirmed. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after the investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that there was a revision of nexgen knee for pain. Initial surgery was eight years prior to revision but exact date is unknown. Attempts to gather additional information are underway, however no additional information is available at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source:(B)(6). Additional associated products & mdrs. Unk nexgen knee bearing. MDR: 0001822565-2022-01011. Unk nexgen knee tibial MDR: 0001822565-2022-01012.